Manufacturer narrative:
The biomedical engineer (bme) reported that there were two transmitters in their tele station that was not showing the pulse ox on patient(s). No patient harm was reported. Nihon kohden technician spoke to the biomed at the hospital and assisted them to change parameter priority to diplay sp02 and save to defaults and issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if any additional information becomes available.

Event description:
The biomedical engineer (bme) reported that there were two transmitters in their tele station that was not showing the pulse ox for patient(s). No patient harm was reported.